Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem¿s user guide: ¿do not remove the used cartridge from the pump during the load process until prompted on the pump screen.¿

Event description:
It was reported that a cartridge alarm 25 occurred. Reportedly, the customer removed the cartridge during pumping. Customer reported a blood glucose level (bg) of 600 mg/dl. Customer administered a bolus via the pump and manual dose of insulin to address the elevated bg. Reportedly, the cartridge was successfully reloaded to address the event.